Manufacturer narrative:
Based on the claims against the product by the customer noting the clip applier felt jumpy, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken input disk. Input disk #7 was found broken into pieces inside the base of the housing.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument felt jumpy. The surgeon fired one clip successfully, but the instrument felt jumpy. The instrument was removed and reloaded with the second clip. However, while the customer attempted to re-insert the instrument, the system gave an error regarding instrument engagement. The surgeon requested for another clip applier instrument. The clip was loaded on the back-up clip applier, which was inserted on the same universal surgical manipulator (usm) with no issues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter (a robotics coordinator and obtained the following additional/updated information regarding the reported event: the drape was not saved. The staff assumed the issue was not cause by the drape because the next instrument worked appropriately with the same drape. The instrument was returned. There are no photographic images or video recordings of the procedure available for review. In addition, the following additional information was obtained from the surgeon, who reported as follows: the clip applier instrument's wrist movement and jaw movement would not work consistently, which is what was described as ¿jumpy¿. As the surgeon would open and close their fingers, the wrist and jaw of the clip applier instrument did not follow the finger movement. The robotics coordinator subsequently clarified that the surgeon was describing a lack of instrument motion and a recurring issue with damaged input discs at the site. It was further reported that there were no issues with instruments moving in unintended directions. There were no instrument unclamping issues and no patient harm.

Event description:
Refer to h10/h11 for follow-up information.